Event description:
I used renu with moisture loc contact lens saline solution from 05/15/03 through 09/25/05. I was hosptialized in 2006 and diagnosed with keratitis. I had a corneal transplant surgery.